Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that both light ports were not illuminating. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, but could not replicate the reported event. The company service representative found one instance each of system message (sm) ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ and sm ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ in the event log. The xenon lamp, illuminator module, and the illuminator printed circuit board (pcb) were replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on october 2, 2009. Based on qa assessment, the system met specifications at the time of release. No problem was found with the system; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).